Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a (B)(6) syringe. The customer reports that while injecting into the pt's toe, the needle detached from the hub and medication leaked from the syringe.

Manufacturer narrative:
Submit date: (B)(4) 2010: an investigation is currently underway. Upon completion, the results will be forwarded.